Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence related to the customer's report. The battery used was not returned to zoll medical corporation for evaluation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would restart/reboot itself during an attempt to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.